Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the helix was unable to be retracted on the right ventricular (rv) lead. The physician then damaged the tricuspid valve while explanting the rv lead. Further intervention was not required to repair the valve. The event was resolved by implanting a new rv lead. The patient was in stable condition following the procedure.